Event description:
Through investigation it was found the device did not prematurely fail.

Manufacturer narrative:
H11: correction; g1; reporting contact last name corrected.

Manufacturer narrative:
As with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days), necessitating reoperation and replacement of the prosthetic device. The device was not returned to edwards for evaluation, the device remains implanted in the patient. Multiple attempts have been made for additional information, no additional information has been received. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of this event is indeterminable. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry department it was reported, a patient initially implanted with a 23mm aortic valve for 10 years 28 days underwent a valve in valve procedure for unknown reasons. A 23mm replacement valve was implanted in the patient. The current patient disposition is unknown.